Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received button error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
On the event date november 09, 2020. Customer returned device for an alleged buttons not responding. Unable to perform self test and displacement test due to intermittent button response. Device received with intermittent button response at esc, act, up and down buttons. The device was cut open to perform visual inspection and found unlocked j2/lcd keypad connector during visual inspection. Device history successfully downloaded. However, alarms found on the history file which caused corrupted data. Unable to confirm the reported event date/button error alarm due to the corrupted data. Alarms are due to the device not having power for a long period of time. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: cracked reservoir tube lip. And cracked battery tube threads. Confirmed intermittent button response due to unlocked keypad connector. Unable to perform required testing due to intermittent button response. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.